Manufacturer narrative:
Please review attached for the investigation results.

Event description:
It was reported that a revision surgery due to a femoral fracture, the insert would not lock into the tibial baseplate. There was no suitable back-up and the old insert was re-implanted. Therefore, this report was open to report that the insert was re-implanted on the patient during the revision surgery.